Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported deformed tip was confirmed as the vessel locator wings were broken. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure was performed using a starclose device via a 4f or 5f sheath after a diagnostic procedure. Reportedly, the clip was deployed without issue and hemostasis was achieved. After the starclose se device was removed from the patient anatomy, the tip was noted to be deformed. There was no other device issue noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided. Return device analysis revealed two broken vessel locator wings.